Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The pantera leo was returned with the transportation wire being stuck in the guidewire lumen. The guidewire lumen is severely deformed and has fractured distal to the guidewire exit port, indicating high tensile force. Inspection of the stuck transportation wire revealed that its protector is upside down, which implies that the transportation wire had once been removed from the instrument and was most likely put back. Due to the severe deformation of the guidewire lumen, a guidewire could not be completely introduced. The reported inflation issues therefore could not be reconstructed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pantera leo balloon catheter was chosen for treatment. During procedure the balloon could not be inflated.